Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: kit svc o2 bi71000176 encl power convsn rev. 2 : s/n (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed charger card 10 was deactivated and battery tray 6 was low. Analysis replaced both and also, the system was trying to turn on when disconnected from mvs and line power. Replaced power enclosure and power tray. System functions within specification. Fdm 10, fdr 114 and fdc 4307. A hardware analysis of bi71000176 was initiated to determine the probable cause of the issue. Analysis found red battery light indi cators. Power conversion enclosure failed bench testing. Transistors q28 and q14 failed, they were found to be shorted. Faulty power conversion enclosure. Fdm 10, fdr 120 and fdc 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was left unplugged and would not power on. There were red battery light indicators on the image acquisition system (ias). However, after charging for a few hours, there were two blue battery light indicators. There was no patient present when this issue was discovered.